Event description:
It was reported that intermittent loss of capture and oversensing was observed on the left ventricular (lv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.